Event description:
It was reported that during a vats left upper lobectomy procedure, as the clip did not come out, the device was fired on the blood vessel without clip. The tissue was not damaged. It was unknown at which firing the event occurred. Another device was used to complete the procedure. There were no adverse consequences for the patient. The doctor commented that it had no difficulties at the firing and the device had not been fired on something hard.

Manufacturer narrative:
(B)(4). Dropping or ejected clips the analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device ejected the remaining clips. Finally, it locked out as intended. However, it could not be determined what may have caused the found ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.